Manufacturer narrative:
Patient weight is unknown the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to the second of two complaints that occurred during the same procedure. Refer to manufacturer report 3005099803-2011-00876 for the other associated device information. It was reported to boston scientific corporation that two speedband superview super 7 multiple band ligators were used during an esophagogastroduodenoscopy (egd) with bleeding varices, performed on (B)(6), 2011. According to the complainant, for the first device, during preparation, when the package was opened, they found that the suture on the ligator head was broken. It was reported that there was no damage to the package. For the second device, it was reported that when they deployed the bands onto the target site, the bands fell off the varices. The case was completed with a third speedband superview super 7 multiple band ligator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.